Event description:
Customer reported a continuous glucose monitor (cgm) error. There was no adverse impact to the customer's blood glucose level. Customer successfully initiated a new sensor session after receiving guidance from technical support on resetting the pump, which resolved the issue without further errors.